Event description:
Facility reports prior to surgical procedure it was discovered the bottom button of the small battery drive was sticking. A spare device was readily available and was used to complete the procedure. Device was not used in surgical procedure, no patient involvement, no delay in procedure. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The reporter's complaint of a sticky trigger was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.